Manufacturer narrative:
'A visual inspection was performed. Wear was identified on the device tip with deformation on the threads that assist with connecting the inserter and the implant. The laser marking is fading off. A functional inspection was performed. The inserter was connected with a sample vboss cage and the connection was not stable most likely due to the deformation/wear on the tip and the threads. The device is no longer functional. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. The instrument was in use for about 7 years. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. Initial report states that a vboss small cage inserter's grip was weak, and it is likely that the inserter was dislodged during cage insertion and contacted the spinal cord, resulting in a decrease in motor evoked potentials (mep) values. Mep values recovered and surgery was successfully completed. The general device IFU was reviewed: ¿the life of the instruments depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order¿. Visual inspection and age of the device indicates that the reported issue is likely due to normal wear and tear and extensive use of the instrument.

Event description:
It was reported that the tip of a vboss small cage inserter was loose and dislodged during cage insertion. Subsequently, it made contact with the spinal cord resulting in a decrease in mep values. Mep values recovered and surgery was successfully completed.

Event description:
It was reported that the tip of a vboss small cage inserter was loose and dislodged during cage insertion. Subsequently, it made contact with the spinal cord resulting in a decrease in mep values. Mep values recovered and surgery was successfully completed.

Event description:
It was reported that the tip of a vboss small cage inserter was loose and dislodged during cage insertion. Subsequently, it made contact with the spinal cord resulting in a decrease in mep values. Mep values recovered and surgery was successfully completed.

Manufacturer narrative:
Device has been received (d.9) and lot number (d.4) has been populated.